Event description:
The pt was implanted with a left ventricular assist device (lvad). The perfusionist reported that a review of the log file data on the system monitor screen showed that the system controller had recorded a pump stoppage event, which appeared to have occurred while the pt was connected to the power module. The hosp suspected a wire fracture and the pt was admitted in the hosp for further eval.

Manufacturer narrative:
The pt was discharged home and continues on lvad support with no further issue reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.